Event description:
It was reported that the autopulse platform displayed a "system error, service out of range" message. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 07/03/2014 for investigation. Investigation results as follows: visual inspection of the returned platform shows that the top cover wire strand was broken and the lcd is missing pixels and lines. The physical damages found during visual inspection are not related to the reported event of the platform displaying a "system error, service out of range" message. The damages appear to have been caused by normal wear and tear (autopulse manufactured in july of 2008). A review of the archive was performed and the reported complaint of the platform displaying a "system error, service out of range" message was confirmed. The archive data shows that system error code 139 (unable to hold compression position) occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. The archive shows that no clinical use with a patient occurred on the reported event date. Functional testing could not be performed due to the system error message. It was found that the drive train motor brake gap was at 0.016", which was out of specification. The brake gap could not be adjusted back within the specification of 0.008". The fault was found to be due to a defective drive train. Based on the initial investigation, the parts identified for replacement were the drive train motor, top cover, and the lcd. In summary, the reported complaint of the platform displaying a "system error, service out of range" message was confirmed based on the archive review and upon functional testing. The fault was found to be due to the defective drive train. The physical damages found during visual inspection are unrelated to the reported complaint.

Event description:
The incident occurred during daily testing at the hospital.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.